Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 9 previously reported events are included in this follow-up record.   Product return status 9 devices were received. Event confirmation status 9 reported events were not confirmed. Evaluation results 5 devices were found to be affected by internal corrosion. 1 device was found to be affected by a lubrication problem. 3 devices had no device problem found.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 9 devices were received. Evaluation status: not confirmed 5 reported events were not confirmed during testing; however: 5 devices were found to be affected by internal corrosion. 3 reported events were not confirmed during testing. In progress: 1 device evaluation is in progress. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.